Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a consumer from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. On the same day, the patient was hospitalized. The cause of the peritonitis was a tunnel infection (onset date not reported). On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. On an unreported date, the patient began remedial therapy with amikacin, reflin and heparin intraperitoneally. It was unknown whether the peritonitis and tunnel infection resolved.